Manufacturer narrative:
The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if IFU deviation contributed to the reported event. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. The reported patient effects of ischemia, occlusion, dissection are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left axillary artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, hemostasis was achieved with the sutures of the proglide device; however, hours later, the patient had a cold hand as a result of inadequate blood flow. "There was a flap with some intima pulled into the arteriotomy. The whole segment of 2-3cm had torn up intima." A balloon was used to pop the suture line but it did not work. A cut down was performed and access site was closed via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.